Event description:
Complainant alleged that during the clinicians testing of the device and internal handles prior to possible patient use, the internal handles being tested with the device failed to discharge. The complainant indicated that there was no patient involvement in the reported malfunction.